Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly, keypad anomaly and frozen screen. Customer's blood glucose at time of incident was 4.3mmol/l. Customer woke up that pump was vibrating and on screen the only thing that showed is medtronic logo. Customer tried to change battery, reservoir and tubing but nothing happens and device does not react on button press. The customer was advised to return to backup plan. The customer was advised that we will ordered replacement pump and send a return kit for faulty product.

Manufacturer narrative:
Pump powered up properly after battery installation. No unexpected medtronic logo stuck on the display noted. Pump received with all buttons responding properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected unresponsive keypad, frozen display, or audio/beeping alarm or errors noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.